Manufacturer narrative:
Additional information was received on 29-apr-2025. It was indicated that one year after the ablation procedure, the patient was admitted to hospital for stent placement, and the patient did not have prolonged hospitalization during this reported event a year later. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot number was reported as unavailable. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that one year after atrial flutter radio frequency (rf) ablation procedure with the smart touch bidirectional catheter, the patient experienced a stenotic lesion of right coronary artery (rca) treated with a stent. The information received stated that one year after the procedure, the patient presented with chest pain. Examination revealed a stenotic lesion associated with plaque in the distal part of the right coronary artery. A stent (non-jnj device) was placed at the site of the stenosis, and the patient subsequently recovered. The physician's opinion on the relationship between the event and the product was that the site of stenosis matched the area where the ablation was conducted, it is possible that the coronary artery damaged by the ablation caused delayed stenosis.